Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the fully disassembled lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. One haptic is nick/chipped in the distal area. The optic has a deep scrape mark on the anterior side. The qualified associated cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated product was indicted. The associated handpiece was not provided. It is unknown if a qualified product was used. The file indicated the use of two non-qualified viscoelastics. The root cause may be related to a failure to follow the dfu. The file indicates the use of non-qualified viscoelastics. Due to varying material properties, the use of non-qualified viscoelastics may result in lens delivery difficulties and/or product damage. The associated handpiece was not provided. It is unknown if a qualified product was used. The use of non-qualified product may result in lens delivery difficulties and/or product damage. Corrected information has been provided - see below. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the plunger did not push the intraocular lens (iol) and passed under the iol during insertion. The procedure was completed after replacing the device. There was no patient harm reported.